Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Manufacturer narrative:
An RMA has been issued requesting to have the isi device returned, however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if additional information is received. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Product and event verification: an instrument log review was performed. Per the review, the following was confirmed: system serial #: (B)(4), part number: 470049-07, lot number: n13191028-0118, and event date: (B)(6) 2020. The instrument was last used on (B)(6) 2020 on system sk0280. The cadiere forceps instrument has zero uses remaining after last use. The instrument has 10 max tool uses. The instrument was used for 29 minutes and 9 seconds. Image/video review: no image or video clip for the reported event was submitted for review. This complaint is reportable due to the following: the cadiere forceps instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the tip of the cadiere forceps instrument broken off and fell inside the patient. The surgeon retrieved the broken piece during the same procedure using a laparoscopic instrument. The procedure was completed with no injury to the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling inside the patient may require surgical intervention and cause, or contribute to an adverse event. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the tip of the cadiere forceps instrument broke off and fell inside the patient. The broken piece was retrieved during the same procedure. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and no damage was found. The surgeon was resecting the right lung segment when the broken tip from the instrument fell inside the patient. The fragment was retrieved by the physician assistance. The broken piece matched with a missing piece from the instrument, therefore, the surgeon did not perform additional post-operative tests.